Event description:
The customer reported the system shut down at the beginning of the case. The system was rebooted but the system froze. The patient was blocked and on the surgical table. The case needed to be rescheduled and five cases were cancelled. Further information stated there was no patient injury and the patient outcome was good.

Manufacturer narrative:
The company service representative examined the system. The system initially started and booted up properly. An error message was found in the error log. The system then froze. The host module was replaced and sent for in-house testing. The system was tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional information becomes available. There are no additional complaints for the system. There are no additional service requests related to the reported event over the last 36 months